Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis, pancreas inflamed, and white blood cell count high in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, there was something in the patient's catheter which needed to be flushed out and which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. On an unreported date, the patient's pancreas was inflamed and her white blood cell count was really high. Treatment for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcome of the events pancreas inflamed and white blood cell count high was not reported. Therapy with dianeal was ongoing. Concomitant medications were not reported. The consumer did not provide an opinion for causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11c03013, h11d12038, and h11e09049 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.